Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the balloon was unable to dilate the lesion. Vascular access was obtained via the right femoral artery with a 6 fr sheath. The 4 cm long, 100% stenosed chronic totally occluded (cto) target lesion was located in the calcified and severely tortuous left popliteal artery. Pre-dilatation was performed with a 1.5 mm x 20 mm x 142 cm coyote es balloon catheter three times at 6 atms/60 seconds. The balloon performed as intended; however, the lesion did not yield to treatment and the flow remained "not good". A 2.0 x 20 mm non bsc balloon catheter was advanced for pre dilatation and a good result was obtained. The procedure was completed with a 4 mm pcb at 6 atms/30 seconds. No patient complications were reported and the patient's status is listed as good. Analysis of the returned device revealed a balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: examination of the returned device revealed the tip was damaged. The inner shaft was kinked on both sides of the markerband. Magnified inspection revealed a longitudinal tear in the balloon wall in the mid section of the balloon. The balloon presented no irregularities in the balloon material and the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).